Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and a cracked reservoir tube near the reservoir tube window.

Event description:
The customer reported via phone call that she had a high blood glucose of 700 mg/dl. Customer's current blood glucose is 510 mg/dl. Customer reported feeling thirsty, dizzy, and having blurry vision. Customer treated with syringes and vials of insulin. Customer found a crack on the pump and it was not allowing it to lock into place. Customer tried to change the infusion set but the reservoir does not click. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.